Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the auto detected asystole episode showed an unknown source of interference causing intermittent undersensing of the r wave resulting in false asystole episode detection from the implantable cardiac monitor. The device remains in use. No patient complications have been reported as a result of this event.